Event description:
It was initially reported that the patient had not recharged the battery on her implantable neurostimulator (ins) in about one year and was unable to use her recharger or patient programmer. The company representative was unable to interrogate the ins with the physician programmer, but was able to start a "deep cycle" charge. After 60 minutes, the ins still would not recharge normally. The patient was going to try another "deep cycle" at home. Additional information was received that reported the ins had been explanted and replaced with a non-rechargeable ins on (B)(6) 2012 due to the patient being unable to charge the device. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778-60 serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Product typ lead product ID 3778-60 serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Product typ lead product ID 37752 serial# (B)(4). Product typ recharger product ID 37742 serial# (B)(4). Product typ programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 37711 (B)(4) found the neurostimulator was overdischarged and permanently damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.